Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the technical support team arranged for a replacement pump and provided instructions for putting the pump into storage mode prior to its return, which the customer understood and acknowledged. The customer will continue using the current pump until the replacement arrives and will return the defective pump using a pre-paid label within ten days.